Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal morphine at unknown concentration/dose via an implantable pump for unknown indication for use. It was reported that the patient was seeing nurse practitioner for pump fill but pump was flipped and unable to be filled. The pump was moving in pocket. No diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the issue was that the patient saw their healthcare provider on (B)(6) 2024 to flip pump back and fill. It was unknown if the issue had resolved yet. The patient's status was "alive-no injury". The patient's weight and medical history was asked but made unknown. No surgical intervention occurred.